Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 2-feb-2017, an fse visited the customer site and found that wash bottle tube on the underside of the wash cap had fell off. The fse reattached the tube and primed the system wash. As verification, the fse ran a daily check procedure and the customer ran quality controls, with no error observed and values within ranges. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was that the tube fell off the underside of the wash bottle.

Event description:
On (B)(6) 2017, a customer reported obtaining error 2015: b/f probe purge failure multiple times with their aia-360 analyzer. The customer was unable to run e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.